Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the severly calcified, moderately tortuous right coronary artery (rca). The 3.00x16mm taxus express2 drug eluting stent hung up on calcium. When removed, prior to deployment, the stent was bent out of its original shape. The procedure was successfully completed with a 3.00x16mm taxus express2 drug eluting stent. No patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.